Manufacturer narrative:
The product IFU (instructions for use) reads in part "asp recommends gloves to be worn when handling cyclesure bi as peroxide burns can result if the media ampule is broken..."

Event description:
An employee reported fingers tingling and turning white when handling a processed biological indicator (bi). The symptoms resolved after rinsing. The employee was removing the bi from the pouch and noted that the pouch was moist after she touched it. Employee did not seek medical attention.